Event description:
A 1104l (icp) intracranial pressure catheter was involved in an incident involving a pt. The icp was initially reading 5-10 mmhg, then, in the next 24 hours, it went up to 30-40-50 mm and was resistant to all treatment with no change; 3% saline, hyperventilation, mannitol, versed 50 mg was given by the (acnp) acute care nurse practitioner and rn. When a full pentobarb load made no difference, the nurse knew it was wrong and a technician was called to replace it with a regular fiberoptic monitor. At the same time the new one was placed, the new one was 5-10 mmhg and the other one was still reading 50 mmhg. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.